Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) /2013 with the following findings: the pump display screen was found to be faded and discolored. The display screen was replaced with a test screen and the display returned to normal. Unrelated to the display issue, the battery compartment was found to be cracked and the battery cap was found to be stripped. Evidence of moisture was found inside the battery compartment. The returned battery cap was unable to maintain power to the pump; a test cap was inserted but could not fully tighten to the pump due to the battery compartment crack. The pump was exercised with the test cap for 24 hours without power loss being duplicated. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned to animas and was investigated by product analysis on 06/17/2013. Investigation found that the display screen was faded and discolored. This report is made based on the results of investigation.